Event description:
At a device change out on (B)(6) 2011 , it was noted that this ra lead had high thresholds. Lead remains in service. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).